Event description:
Healthcare professional (hcp) reports a pt reaction with the first usage of the psn (polysynthane) membrane. The pt experienced shortness of breath, wheezing and nausea at the onset of the hemodialysis treatment. The dialysis treatment was discontinued and the blood was returned. The pt was treated with benadryl 25mg. The dialysis treatment was resumed with a cellulose triacetate membrane and completed without incident per the hcp.